Event description:
"I was the relief circulator in the room. There was a scrub tech [redacted name], that relieved the original scrub, [redacted name]. While I was out of the room to retrieve the endoscopy cart the surgeon had noticed the scissor tip cover from the robotic scissor arm had come off the instrument and was found in the abdominal cavity. The scissor tip cover was not in the count, fortunately the surgeon had noticed the tip cover and after several attempts was able to retrieve it. There was no apparent harm or injury to the patient. The tip cover and its removal devices are not included in the counts therefore might not have been caught had the surgeon not seen it in the cavity. The robot arm was isolated and put in a biohazard bag and left [redacted name] desk. Manuracturer name ¿ intuitive surgical, manufacturer no. ¿ 400180, lot no. ¿ not available. Sales rep was notified reference number is created as (B)(4)."